Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged due to twiddler's syndrome. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.